Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) .

Event description:
The following was reported to hamilton medical ag: -loss of external power -ac power indicator not showing in the machine failure occurs during the general check. No patient involvement.

Event description:
The following was reported to hamilton medical ag: loss of external power. Ac power indicator not showing in the machine. Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).